Manufacturer narrative:
The reported events of difficult to remove and premature separation were not confirmed. As received, a device was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection and further analysis did not identify any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-11963. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During procedure, the lp needed to be repositioned, but the physician had difficulty un-fixating the lp from the tissue. Once the lp was un-fixated and the protective sleeve of the delivery catheter was advanced over the lp, the lp prematurely released from the catheter. The reported lp was retrieved from the hepatic vein/artery and replaced with an alternative lp. The patient was in stable condition.